Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged receiving a field correction notice and completed the required online form. Technical support decided to replace the pump, although the caller was not interested in an out-of-warranty loaner pump and had no backup therapy available. They planned to contact their healthcare provider for further assistance.